Manufacturer narrative:
(B)(4). Batch #: unk. Two photos were received for review. During the visual analysis, the following was observed: the first photo showed the tyvek and it appeared to have a hole. The second photo showed a tyvek that belongs to a ligaclip, endoscopic rotating multiple clip applier with the lot number u40t39 and it can be seen damaged (hole). Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the endoscopic right hemihepatectomy surgery, before used on the patient, opened the packing and noted the sterile packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/28/2022 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. The device was returned outside of the packaging. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. It was noted to have a hole in the tyvek. The hole was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. All ethicon product is 100% inspected prior to release. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.